Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Then, this patient underwent a lead revision procedure after implant with limited information however, there appears to be capture. This patient had a syncopal event the morning after rv lead implant, which correlated with an atrial arrhythmia episode. Technical services (ts) recommended additional review prior to hospital discharge from the lead revision. Additional information is being requested from the field. This rv lead remains in service. No additional adverse patient effects were reported.